Event description:
The patient reported that on (B)(6) 2026, her blood glucose levels increased above 500 mg/dl after approximately 4-24 hours of pod wear on the arm. The patient noted that a pod hazard alarm occurred overnight, which resulted in blood glucose rising. The following morning, she reported administering a manual insulin injection prior to seeking medical attention. Reported symptoms included vomiting and severe pain. The patient presented to the emergency room and was diagnosed with diabetic ketoacidosis. Treatment during medical evaluation consisted of intravenous fluids, as well as nausea and pain medications. The patient remained under observation for several hours and returned home the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported pod hazard alarm, or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.